Event description:
It was reported in the abstract entitled "vagus nerve stimulator battery replacement: when is the right time?" That "in our experience, seizure control may be lost due to the vns battery approaching end of service (eos) even when the eri is not triggered." This was a retrospective study of patients who underwent battery replacement from 1998-2008. It was noted that patients who did not experience an increase in seizures prior to battery replacement would likely not experience any change in seizures following battery replacement. However, patients who experienced >25% increase prior to battery replacement were likely to experience a >25% decrease in seizures following battery replacement. The author concludes that "vns therapy becomes clinically ineffective prior to complete battery depletion" and seizures may increase even before the eri = yes. It is unknown if the increased seizures were above or below pre-vns baseline levels. Attempts for further information have been unsuccessful to date.